Event description:
The customer used the device to check customer blood glucose and obtained a result of hi. Customer took more pills based upon the result. Customer went to the hospital about 2-3 hours later and was not feeling good. The glucose was 47 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.